Manufacturer narrative:
A pacemaker was returned for analysis for the reported event of battery problem. The device was soaked at 7 °c, which was the local temperature at the time of the event, and the high cell impedance was reproduced. The cell impedance was in the normal range of operation during other testing and indicated that the battery was above normal elective replacement indicator (eri). No anomalies were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. Upon interrogation prior to procedure, the pacemaker exhibited a battery problem. The physician exchanged the device and implanted the new pacemaker during procedure on (B)(6) 2020. The patient experienced no adverse consequences.